Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 355 mg/dl. Customer replaced device with a new battery and they received a low battery alarm. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had unresponsive bolus express and esc buttons due to corroded keypad traces. Unable to perform operating current tests or verify low battery alarms due to the unresponsive buttons. The pump also had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.